Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation the initial reporter named is a getinge employee whose contact details differ from that of the event site. Event site telephone is (B)(6). The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed pim leak test. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed pim leak test. There was no patient involvement, and no adverse event was reported. Replaced expired safety disk. Performed complete pm with full calibration, functional testing, and safety check to factory specifications. Unit passes all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
N/a.